Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was observed dried on the lens. The optic was cut into multiple pieces with only two large optic portions returned. This optic damage was similar in appearance to damage created to help remove a lens from the eye. The optic was also cracked. Both haptics were broken at the gusset area and not returned. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. The reported optic damage was observed. The root cause was most likely related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Also, information was provided on the completed questionnaire that indicated the lens remained in the injector between 5 to 10 minutes. This is beyond the recommended range. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens cracked. The iol was explanted during initial procedure. Additional information has been requested, received and stated the patient symptoms have been resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).